Event description:
During patient visit e-stim machine used on patient. When patient went home she noticed 4 distinct burn marks on her back where the e-stim pads had been placed. Patient went to urgent care where she was dx with partial thickness burns and silvadene dressing placed along with order to follow up with her pcp and wound care clinic. Initial tests by in-house biomedical engineering department on the chattanooga intellect legend xt s: t1117 concluded erratic waveforms and ol on the outputs with 2k load. Machine likely to be sent to manufacturer for further evaluation. FDA safety report ID # (B)(4).